Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received intermittent, minimum fill notification when attempting to load cartridges with 230 units. The customer's blood glucose level was 262 mg/dl. The customer loaded a new cartridge successfully.